Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 136 mg/dl. Customer stated that he was trying to deliver a bolus and was entering carbs. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump received with an intermittent button response, due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case on display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).